Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted. The patient's first ins lasted for eight years and their currently ins only worked for 4.5 years using the same parameters. The ins was programmed to c+, 1- at 2.5v, 60 usec, and 130 hz at implant. In (B)(6) 2016, stimulation was changed to 3.1v and the rate to 180 hz. In (B)(6) 2016, stimulation was lowered to 2.9v. No troubleshooting was done. The ins was explanted and replaced. The issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.